Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the field indicating that the pt had a cypher stent implanted three years ago in the proximal to mid right coronary artery. One year ago, the pt was taken off of plavix for a colonoscopy without incident. The patient has a past medical history of diverticulitis. A year later, the patient, was admitted for colon-resection because recurrent diverticulitis. Prior to the surgery the pt was taken off plavix. Post surgery, in the recovery room, the pt had a myocardial infarction. The pt was taken to the cath lab and there was diffused thrombus in the right coronary artery. The pt had angiojet and balloon angioplasty. The pt is recovering.